Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the power line fuses had blown, which directly caused the reported issue. The fuses were replaced and the issue was resolved. The fuses have not been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A medtronic representative reported that the imaging system power line light was not illuminated and the fuses were open (blown). The system could not be powered on. This was discovered outside of any patient involvement. No additional details were provided.